Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: event date: unknown. Device is not distributed in the united states. Device is still implanted in patient. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event from a clinical study in (B)(6) as follows: it was reported that the right side facet wedge facet joint fixation device and associated screws (quantity unknown), implanted on (B)(6) 2014, at levels l4-l5, ¿demonstrated different angle of screws suggesting loosening.¿ this finding was observed in an x-ray taken on (B)(6) 2014 (approximately 6-weeks postoperatively). It was reported that there were no clinical manifestations as a result of this issue. The device remains implanted in the patient at this time. This report is 1 of 2 for (B)(4).